Manufacturer narrative:
Additional information has been received changing the status of the lot #, expiration date, and manufacturing date. Lot#: 1076257 expiration date: 2022-03-31 device manufacture date: 2021-03-17 device returned to manufacturer: yes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that serum separated but the gel did not rise. I received a call from cx who is the medical director at omitted who had a question about a vacutainer product called serum separator tube. He could not provide item or lot number. The serum separated but the gell did not rise. This occurred twice last week.

Manufacturer narrative:
H6: investigation summary bd received 10 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for [poor barrier separation was observed. The samples were tested and the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier separation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both returns/customer and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photo provided. All testing of the return and control samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that serum separated but the gel did not rise. I received a call from cx who is the medical director at omitted who had a question about a vacutainer product called serum separator tube. He could not provide item or lot number. The serum separated but the gell did not rise. This occurred twice last week.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it was reported that serum separated but the gel did not rise. I received a call from cx who is the medical director at omitted who had a question about a vacutainer product called serum separator tube. He could not provide item or lot number. The serum separated but the gell did not rise. This occurred twice last week.